Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 10.08.2020: lot 189124: (B)(4) items manufactured and released on 7-feb-2019. Expiration date: 2024-01-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Other devices involved in the event: gmk-sphere 02.12.0022l femoral component sphere cemented size 2+ l lot. 1903616 (k140826). Batch review performed by medacta regulatory affairs department on 10.08.2020: lot 1903616: (B)(4) items manufactured and released on 13-aug-2019. Expiration date: 2024-07-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.07.0034rp patella resurfacing size 2 lot. 1906279 (k090988). Batch review performed by medacta regulatory affairs department on 10.08.2020: lot 1906279: (B)(4) items manufactured and released on 17-sep-2019. Expiration date: 2024-09-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in 6 months after the primary surgery reporting pain due to having a dislocated patella. During the revision surgery, the surgeon repaired the quad tendon but observed that femoral component was misplaced and the tibia was loose. The surgeon decided to remove all components and implant a competitor's knee. The surgery was completed successfully.